Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. During the procedure, it was noted on the intracardiac echo (ice) that there was thrombus on the fxd curve sheath and the ice catheter before going transseptal. After removing both devices, the physician wiped and flushed them with heparinized saline before reintroducing them and gave the patient 2 additional doses of heparin. While assessing the position, anchor, size and seal (pass) criteria, a small flutter was noticed sitting on the atrial tissue located on the mitral side of the closure device, not attached to the device. Pass criteria was met and the device was released. The physician suspected that the small flutter may have been a piece of fibrous tissue or thrombus, but was not sure. The physician increased the patient's dose of anticoagulation medication and did not give protamine at the end of the case. There were no patient complications.